Event description:
When using a davinci fenestrated bipolar, the instrument broke. One side of the metal arms was missing. The metal arm is a multi-use instrument. It was only able to be used 7 of the 10 lives.